Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional, material and dimensional inspection could not be performed as the product was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: ¿an office visit of (B)(6) 2015 notes she complained of low back pain and left hip pain. X-ray was described as "stable right tha, left femoral head collapse with avn". A CT of the spine on (B)(6) 2015 showed "bilateral modest foraminal stenosis". The treatment plan was "possible epidural injection; consider left total hip arthroplasty". When seen on (B)(6) 2015 the note states, "continued low back pain radiating to the right, greater than left, lower extremity. A CT and pain management ordered." On (B)(6) 2015 it was noted, "patient is status-post right tha unhappy with results seeking claim related issue, no longer wanted to hear any reasonable explanation for any of her difficulties. No need for chromium levels as she has asked or that I have been hiding implant record. Will provide the stuff and refer to another physician to evaluate". On (B)(6) 2016 the record states". Was seen by another physician and told implant is loose, x-ray right hip: stable implant with no evidence of any osteolysis or loosening. Plan: bone scan." On (B)(6) 2016 it was noted, "bone scan is negative for any loosening. More than likely a back related problem. Insisted to evaluate back. She declined, she is being seen by another orthopedic surgeon who intends to revise her hip." On (B)(6) 2016 it was noted, ''no change in symptoms or physical examination. CT no abnormal iliopsoas muscle or tendon, no focal fluid collection, no loosening around hardware. Cup is adequately anteverted and medialized." On (B)(6) 2016 a progress note states, "I reviewed CT findings with her, I still believe she has a malpositioned cup as the primary source of her symptoms. See how she reacts to steroid injection. Likely eventually need cup revision." On (B)(6) 2016 a fluoroscopic injection of the right iliopsoas bursa with kenalog and lidocaine was performed and the patient related pain relief from 9 over 10 to 3 over 10. There is no documented follow-up subsequent to this event noted. There is no follow-up subsequent to (B)(6) 2016 other than a (B)(6) 2017 lateral right hip x-ray. While a second orthopaedic surgeon suggested malposition of the acetabular component resulting in iliopsoas tendinitis as the cause of symptoms, my review of a few CT scan printouts showed no evidence supporting this finding. Even if this were the case, it would represent a surgical technique problem and would be entirely unrelated to factors associated with implant component design, manufacturing or materials." Product history review: review of the product history records indicates products were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event was not confirmed. Review of medical records by a consulting clinician indicated: "(B)(6) 2016 are multiple views of the right hip, which are essentially unchanged, with no evidence of loosening or pathology. X-ray printouts available for review that are related to the hips include a series dated (B)(6) 2013, which is an ap of the pelvis and a lateral of the right hip, demonstrating an uncemented right total hip arthroplasty with no screws in the acetabulum. The hip is reduced and in nominal position and the cup appears not to be maximally medialized. There is no follow-up subsequent to (B)(6) 2016 other than a (B)(6) 2017 lateral right hip x-ray. While a second orthopaedic surgeon suggested malposition of the acetabular component resulting in iliopsoas tendinitis as the cause of symptoms, my review of a few CT scan printouts showed no evidence supporting this finding. Even if this were the case, it would represent a surgical technique problem and would be entirely unrelated to factors associated with implant component design, manufacturing or materials." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the claimant alleges that she underwent a right total hip arthroplasty in (B)(6) 2013. It is further alleged that medical tests revealed a massive tumor developed and is surrounding the implant causing pain. Update: medical review dated 09/29/2017 states that " on (B)(6) 2013 she underwent a primary right total hip arthroplasty for a diagnosis of primary degenerative joint disease of the right hip. The operative report describes general anesthesia and a posterolateral approach. The acetabulum was described as solid peripherally, not seated medially after reaming to 53". X-ray printouts available for review that are related to the hips include a series dated (B)(6) 2013, which is an ap of the pelvis and a lateral of the right hip, demonstrating an uncemented right total hip arthroplasty with no screws in the acetabulum. The hip is reduced and in nominal position and the cup appears not to be maximally medialized."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the claimant alleges that she underwent a right total hip arthroplasty in (B)(6) 2013. It is further alleged that medical tests revealed a massive tumor developed and is surrounding the implant causing pain.